Event description:
It was reported to globus that a pt has suffered a broken screw. Revision surgery was necessary to replace broken screw. Revision surgery took place at (B)(6).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state an operating procedures. The implant was evaluated, the distal portion of the screw was not returned. The screw broke approximately 20 mm from the screw shoulder. All measurable dimensions were determined to be within tolerance. Scuff marks were observed on the tulip at multiple locations, however these may have occurred during implant or removal. There are no noticeable signs of MFR defects. The screw may have failed due to non-union, or excessive force or trauma such as a fall or inappropriate activity during recovery. The exact cause of the breakage cannot be determined.